Manufacturer narrative:
Initial 2 of 2. E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
Patient experienced insulin flow block alarm event occurred on (B)(6) 2026. This event led to high blood glucose level for which the patient managed with correction bolus via pump. Patient infusion set only and resumed insulin.